Manufacturer narrative:
(B)(4). Additional information: firing cycle interrupted. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 24 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device fired only half of the staples. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the cutline complete? Was the cutline and staple line equal in length? How was the procedure completed?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the procedure was a colorectal.